Event description:
It was reported that the user experienced low glucose readings while using ilet in conjunction with a g7 sensor, with a lowest reported sensor value of 52 mg/dl after earlier elevated readings up to 230 mg/dl; corrective insulin was reportedly insufficient to explain the low, and a meter was not available to confirm the sensor value. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and temporary interruption for sensor troubleshooting. Investigation included review of device data and user report, along with troubleshooting and education to treat the low and replace the g7 if low readings persisted, given possible sensor malfunction. Investigation of this case revealed no confirmed device malfunction with ilet and an unclear cause for the hypoglycemia, with potential contribution from inaccurate cgm readings. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.